Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not release after application to tissue.

Manufacturer narrative:
One ls1037 device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws opened and closed normally using the handle. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.